Event description:
The distributor reported that a foreign object was identified in the barrel of the syringe during their initial inspection pf received product. The device was not sent to a user facility.

Manufacturer narrative:
The suspect device has not been returned for eval. A follow-up report will be submitted when the eval has been completed.